Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual and functional tests found the delivery rate was too high (+7.319%). Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a big expulsor. As a result, expulsor will be replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump's feed rate was too high. There was unknown patient involvement, no patient injury was reported.